Manufacturer narrative:
Follow-up from 17-jun-2015: no follow up information received, nor can be obtained. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 17-jun-2015 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and after a few years she was diagnosed with perforation of left tube (insert located in abdomen) among other non-serious events. This event is considered serious due to required intervention. According to essure's reference safety information, this event is listed. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the perforation was diagnosed a few years after insertion. However, the exact date and the mechanism of perforation are not known. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case is regarded as incident due to required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. It is not possible to perform follow up of this case.

Manufacturer narrative:
Follow-up received on 15-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 19-jul-2016 for the following meddra preferred terms: device breakage.the analysis in the global safety database revealed (B)(4) cases; fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases; menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she underwent some surgeries because of the complaints and during the last surgery, they took out suspected fragments. These small fragments were spread out in abdomen (seen as device breakage). Perforation of left tube (insert located in abdomen) was diagnosed. Her pain was so severe she had to use a wheelchair. Her uterus was removed because she was flowing continuously (seen as menstruation prolonged). Device breakage is anticipated according to the technical analysis, while the other events are anticipated according to essure's reference safety information. In this particular case, the perforation was diagnosed a few years after insertion, the exact date and the mechanism of perforation are not known. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case is regarded as incident due to required intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. It is not possible to perform follow up of this case.

Manufacturer narrative:
Follow up information received on 28-jan-2016: the dutch authority reference number for this case is (B)(4). She stated she recently had surgery, and most of the times just after surgery she was doing quite fine. She just had her 6th surgery. The reason for surgery varies because of the complaints. Sometimes one of her complaints was resolved and then another one. During the last surgery, they took out suspected fragments; some very small pieces, really minuscule pieces which can cause just a many complaints as a normal coil. She reported she did not have her oviducts anymore; these small fragments were spread out in her abdomen. The consumer's uterus was also removed because she was flowing continuously. She mentioned that at the time she was (B)(6). She had essure in 2010. From day 1, the complaints started; she was unable to move her left leg, having no feeling in her feet, constant pain in abdomen, back, pelvis, dry eyes, painful eyes, hair loss, itching, and feeling of having jitters all over body, really under her skin; she had bruises without having bumped into something; the consumer's sex-life was non-existent. Before the essure she was healthy, working full-time and doing sports 4-5 times a week. The consumer mentioned she slightly recovered, she reported the feeling in her feet was back, in the beginning things went well, after surgery but the complaints can come back and that had been the case after every surgery now. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 01-feb-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases; fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases; menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she underwent some surgeries because of the complaints and during the last surgery, they took out suspected fragments. These small fragments were spread out in abdomen (seen as device breakage). Perforation of left tube (insert located in abdomen) was diagnosed. Her uterus was removed because she was flowing continuously (seen as menstruation prolonged). These events are considered serious. According to essure's reference safety information, only device breakage is unlisted. In this particular case, the perforation was diagnosed a few years after insertion, the exact date and the mechanism of perforation are not known. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case is regarded as incident due to required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. It is not possible to perform follow up of this case.

Manufacturer narrative:
Follow up information received from new article and from social media on 07-mar-2016: the patient's age was updated from (B)(6). She received sterilization implant and ended in a wheelchair. The consumer received the implants 6 years prior to the report and had constant pain. The procedure appealed to consumer, who had 1 daughter. However, the first day after the procedure in 2010 consumer realized it was not good. Whatever consumer did, it did not disappear. It felt like someone was cutting her open with a knife. Also the procedure itself was painful. For the consumer the pain became worse with the day. She was stumbling over her own feet, could not lift her legs anymore. She was scared it would not recover. The general practitioner and gynecologist kept saying to give it some time. Eventually the consumer could not walk anymore from the pain. She was sleeping poorly every 2 hours consumer lay awake. She eventually sat in a wheelchair. Her life only happened inside. In the meantime consumer was 6 operations further. The coils were removed partially, though that was a difficult job. With consumer it was going better, the pain was decreasing and she was full of courage for her recovery. If she would have known this sooner, she would not have done this. Also it was reported that essure implants could be removed. Good news for the patient, she had a lot of pain. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she underwent some surgeries because of the complaints and during the last surgery, they took out suspected fragments. These small fragments were spread out in abdomen (seen as device breakage). Perforation of left tube (insert located in abdomen) was diagnosed. Her pain was so severe she had to use a wheelchair. Her uterus was removed because she was flowing continuously (seen as menstruation prolonged). These events are considered serious. According to essure's reference safety information, only device breakage is unlisted. In this particular case, the perforation was diagnosed a few years after insertion, the exact date and the mechanism of perforation are not known. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case is regarded as incident due to required intervention. An initial product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. An updated ptc is being sought. It is not possible to perform follow up of this case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer (via (B)(6)) in (B)(6) on 14-may-2015 who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer had 2 children. During placement it went wrong (it was painful). Consumer was experiencing pelvis, pain in legs and groins, abdominal pain, nausea and vomiting constantly. She was not able to stand, walk of lift. She couldn't do anything, not even play with her children. After a few years she asked for a second opinion. Result: perforation of left tube, feather was located in the abdomen. Essure was removed immediately. One and a half year ago the uterus was removed. Consumer related the events pain during insertion, perforation of left tube/ feather located in abdomen to essure. Follow-up information received on 18-may-2015. In 2010 patient was sterilized and still she has complaints. It is not possible to perform follow up for this case. Follow-up received on 22-may-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 26-may-2015 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and after a few years she was diagnosed with perforation of left tube (insert located in abdomen) among other non-serious events. This event is considered serious due to required intervention. According to essure's reference safety information, this event is listed. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the perforation was diagnosed a few years after insertion. However, the exact date and the mechanism of perforation are not known. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case is regarded as incident due to required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. It is not possible to perform follow up of this case.

Manufacturer narrative:
Follow-up information received on 15-apr-2015 from consumer - this case is now potential legal: essure was inserted on (B)(6) 2010 as sterilization method in the hospital (consumer was (B)(6)). After this treatment several physical complaints developed itself. The consumer has had follow-up treatments and the essure was removed. Because of the complaints consumer was being impeded in her normal daily functioning and was suffering loss. Correction on 15-apr-2016 after internal review: (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she underwent some surgeries because of the complaints and during the last surgery, they took out suspected fragments. These small fragments were spread out in abdomen (seen as device breakage). Perforation of left tube (insert located in abdomen) was diagnosed. Her pain was so severe she had to use a wheelchair. Her uterus was removed because she was flowing continuously (seen as menstruation prolonged). These events are considered serious. According to essure's reference safety information, only device breakage is unlisted. In this particular case, the perforation was diagnosed a few years after insertion, the exact date and the mechanism of perforation are not known. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case is regarded as incident due to required intervention. An initial product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. An updated ptc is being sought. It is not possible to perform follow up of this case.

Manufacturer narrative:
The dutch authority reference number for this case is (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("small fragments were spread out in abdomen"), fallopian tube perforation ("perforation of left tube, feather located in abdomen"), ovarian perforation ("one coil had pierced her ovary"), gastrointestinal injury ("the other coil was found in her stomach"), menorrhagia ("flowing continuously / kept fluxing, sometimes 3 months straight / blood loss") and ovarian cyst ("two times there was a cyst in my ovary") in a (B)(6)-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "what was supposed to last for 15 minutes lasted for an hour" on (B)(6) 2010 and device use issue "3 coils were found". The patient's past medical history included parity 1 (and a step child). Healthy before essure insertion, working full-time and doing sports 4-5 times a week. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("insertion was traumatic"), device deployment issue ("they were not able to put the coils in the correct place"), procedural pain ("pain during insertion") with crying, and the first episode of syncope ("blacked out every few minutes during insertion"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria disability, medically significant and intervention required) with pelvic pain, groin pain, pain in extremity, abdominal pain, back pain, dysstasia and gait disturbance, ovarian perforation (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting constantly"), hypoaesthesia ("no sensation in feet"), dry eye ("dry eyes"), eye pain ("painful eyes"), alopecia ("hair loss"), pruritus ("itching"), feeling jittery ("feeling of having jitters all over body"), increased tendency to bruise ("bruises without having bumped into something"), poor quality sleep ("sleeping poorly"), paraesthesia ("continuously a tingling feeling in her feet"), the second episode of syncope ("because of the pain I collapsed/ fainted during work") with concussion, asthenia ("more weak because she kept fluxing, sometimes 3 months strait/ no energy due to blood loss") and fatigue ("fatigue"). The patient was treated with surgery (essure coils removed, surgery again a couple of times, sixth operation to remove remaining fragments), surgery (oviducts removed), surgery (fifth operation for removal of uterus) and surgery (cyst removed surgically). Essure was removed. At the time of the report, the asthenia, complication of device insertion, device breakage, fallopian tube perforation, ovarian perforation, gastrointestinal injury, menorrhagia, ovarian cyst, procedural pain, nausea, vomiting, hypoaesthesia, dry eye, eye pain, alopecia, pruritus, feeling jittery, increased tendency to bruise, poor quality sleep and paraesthesia, and the last episode of syncope outcome was resolving, and the fatigue had not resolved. The reporter considered alopecia, asthenia, complication of device insertion, device breakage, device deployment issue, dry eye, eye pain, fallopian tube perforation, fatigue, feeling jittery, gastrointestinal injury, hypoaesthesia, increased tendency to bruise, menorrhagia, nausea, ovarian cyst, ovarian perforation, paraesthesia, poor quality sleep, procedural pain, pruritus, vomiting, the first episode of syncope and the second episode of syncope to be related to essure. The reporter commented: one coil had pierced her ovary, the other one was found in her stomach, probably her complaints were caused by this. After the sixth operation she had more and more pain-free moments. She is for 80% recovered, sometimes has bad days and cannot do anything. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: 3 coils found instead of 2. Doctors held her for 9 months in an artificial transition to see whether the continuous flowing was a hormonal problem, but that was not the case. When a physician saw that there were some fragments of the coils left, she was operated for the sixth time, then she had more and more pain-free moments. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 06-nov-2017 for the following meddra pts: device breakage: n° 1896 cases (excluding this case). Fallopian tube perforation: n° 769 cases (excluding this case). Ovarian perforation: n° 5 cases (excluding this case). Gastrointestinal injury: n° 62 cases (excluding this case). Menorrhagia: n° 542 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: no sample available for investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-nov-2017: new reporter added; the following events were added: "one coil had pierced her ovary", "the other one was found in her stomach", "tears were rolling from my eyes during insertion", "blacked out every few minutes during insertion", "insertion was traumatic", "sitting was difficult, I went from one buttock to another", "I could not walk straight anymore", "continuously a tingling feeling in her feet", "two times there was a cyst in my ovary", "concussion", "because of the pain I collapsed", "more weak because she kept fluxing, sometimes 3 months strait", "no energy", "3 coils were found", "they were not able to put the coils in the correct place", and "fatigue". Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.